Event description:
Revision surgery update (B)(6) 2021: the surgeon reported that the revision was due to: trochanteric syndrome and trunnionosis. The patient felt pain. Head and liner explanted. Sleeve and biolox head implanted on damaged trunnion. Changed the liner to a 10 degree lip liner, and not proceeding to explant the well fixed femoral component.

Manufacturer narrative:
Reported event: an event regarding corrosion/trunnionosis involving a metal head was reported. The event was not confirmed. Method & results:  -device evaluation and results: visual inspection was performed as part of the material analysis report (mar), dated 12 march 2022. This inspection indicated: the head was returned in an undamaged state. The condition of the tapered inner diameter shown is consistent with having been in contact with the stem trunnion, though no evidence damage from slipping of the taper lock, nor evidence of trunnionosis corrosion products were seen. A material analysis has been performed. The report concluded: no fractures or corrosion were found on either the x3 liner or the v40 head. No evidence was found of materials non-conformance nor manufacturing defects. Conclusion of assessment: there were claims of trunnionosis and metallosis. However the extent of these findings was unclear. Additionally, there were no supporting findings of increased metal levels, tissue or synovial fluid metallosis and the intraoperative descriptions were quite limited. Obtaining the patholoy reports, photographs of the trunnion, explants (or lot numbers to rule out associated issues) and/ or radiographs may provide additional information for the assessment.  -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies.  -complaint history review: there have been no other similar events for the reported lot.  Conclusion: an event regarding corrosion/trunnionosis was reported. Visual inspection was performed as part of the material analysis report (mar), dated 12 march 2022. This inspection indicated: the head was returned in an undamaged state. The condition of the tapered inner diameter shown is consistent with having been in contact with the stem trunnion, though no evidence damage from slipping of the taper lock, nor evidence of trunnionosis corrosion products were seen. A material analysis has been performed. The report concluded: no fractures or corrosion were found on either the x3 liner or the v40 head. No evidence was found of materials non-conformance nor manufacturing defects. A review of the provided medical records concluded: there were claims of trunnionosis and metallosis. However the extent of these findings was unclear. Additionally, there were no supporting findings of increased metal levels, tissue or synovial fluid metallosis and the intraoperative descriptions were quite limited. Obtaining the patholoy reports, photographs of the trunnion, explants (or lot numbers to rule out associated issues) and/ or radiographs may provide additional information for the assessment. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
Revision surgery. Update 22 january 2021: the surgeon reported that the revision was due to: trochanteric syndrome and trunnionosis. The patient felt pain. Head and liner explanted. Sleeve and biolox head implanted on damaged trunnion. Changed the liner to a 10 degree lip liner, and not proceeding to explant the well fixed femoral component.